Manufacturer narrative:
Additional information provided on b.5., e.1., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient that she continues to see her doctor and is being treated for dry eyes. She reported that her doctor has given her drops but she doesn't like to use them and she has also been told by her doctor that she may need reading glasses but she doesn't like to wear them.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number, which is for the patient's fellow eye. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures she experienced halos, spirals of light, feels the eye shake, shimmy and quiver, uncomfortable feeling around the eye, headache pain around the eyebrow, sees double letters in words, cannot read the channels on the television, faces on the television look like they have peach fuzz on them, the eyelid feels heavy on the eye or very tight against the eye, feels as if it is swollen, feels the eye is heavier than the fellow eye. A yag laser was performed approximately one month following the initial procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.